Event description:
It was reported that a nurse called regarding high blood glucose after a missed and late meal announcement when the patient began eating without notifying staff; glucose values were 375 mg/dl rising to 496 mg/dl by fingerstick while dexcom displayed 380 mg/dl, water intake was given, the ilet delivered insulin, and a fingerstick value was entered into the ilet for calibration during school field trip activity. Symptoms included hyperglycemia; no other symptoms were reported. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed no findings available; insufficient information was identified regarding a device problem, and the device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.